Event description:
The surgeon inserted a cc4204bf collamer plate lens and removed it because he did not like the way sat in the eye. The lens was removed without enlarging or suturing the incision. There was no patient injury.